Event description:
It was reported that a pump alarmed while infusing pitocin via a clearlink continu-flo solution set. The pitocin drip rate was originally set to 100 ml/hr. After the child was born, the rate was increased to 999 ml/hr and the pump experienced upstream occlusion alarms. As the infusion was incomplete due to these alarms, methylergonovine maleate and carboprost tromethamine were administered to prevent postpartum hemorrhaging. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.